Event description:
It was reported that pump issued cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted in loading new cartridge using proper technique, successfully resumed insulin therapy.